Event description:
Event description guidant received information that the patient with this pacemaker, which was included in a recent field advisory regarding failure mode 1, experienced syncope. A review of the device memory did not detect any anomalies, however, the device was explanted.